Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and replaced power supply that would not run the pump as per the specification. The iabp passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
The customer reported that prior to use on a patient it was discovered that the cs300 intra-aortic balloon pump (iabp) would not run on battery. No patient involvement or adverse event was reported.